Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore, device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The patient checked the supplies and found that a bag fell and disconnected. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during self-testing. The patient stated that he had finished with the fill cycle, and all of a sudden got the system error. The patient stated the hc was currently in self-testing. Gts had the patient cycle power and review the alarm log to verify the system error. Gts had the patient check the supplies and found that a bag fell and disconnected. Gts explained the error indicated a large amount of air had entered into the disposable set and that they would need to start over with new supplies. Gts then advised the patient to contact their dialysis nurse within 24 hours. The patient understood the explanation and elected to start over with new supplies. Product surveillance made contact with the patient?s caregiver who explained the patient's dialysis nurse was notified and that the patient knows the proper procedures and the error did not return. The caregiver verified the sample was discarded and was unable to provide the lot information. No injury or medical intervention was reported.